Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Corrective actions included the decision by customer technical support (cts) to replace the pump, with the customer being instructed on how to put the original pump into storage mode before returning it. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.